Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an over-the-wire (otw) sterling es balloon catheter. It was noted during unpackaging that dried blood was present throughout the shaft of the device. Visual and tactile inspection of the proximal hub and shaft presented no damage or irregularities. Microscopic examination of the distal end of the catheter revealed a longitudinal tear in the balloon approximately 10 mm long and approximately 35 mm from the tip, and the tip was damaged. There was no evidence of any material or manufacturing deficiencies that could have contributed to the tear or the tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The moderately tortuous lesion was located in an artery below the knee. A sterling es otw 3mm x 40mm x 145cm balloon catheter was selected and on the 10th inflation, at 14 atms, for 16 seconds, a balloon rupture occurred. The balloon catheter was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was further reported that vascular access was obtained via the femoral artery. The de novo lesion was located in the severely calcified vessel.

Manufacturer narrative:
(B)(4).